Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20351237, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate therapeutic benefit and high impedance readings were discovered on ten contacts on one lead and two contacts on the other lead which were located in the lumbar area. The patient was reprogrammed however, the patient underwent a lead revision procedure during which the leads were explanted and replaced. The patient was stable postoperatively. The explanted leads will not be returned as they were retained by the medical facility.